Event description:
The 'ready plug' did not make sufficient contact with the inside of the foot jack, causing rf current to arc across the gap, damaging it and the jack as well as the face of the esu (sys 5000).